Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent capture at 7.5 volts. Also noted was that the ventricular lead had moved slightly.